Manufacturer narrative:
The battery was returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via controller log file analysis. The battery passed visual inspection and functional testing. Controller log file review revealed a critical battery-1 alarm for battery serial (B)(4) within the analyzed period. Battery (B)(4) only had 9% of relative state of charge when it was connected to the controller, hence the critical battery alarm. This is the normal reaction of the controller when a battery charge drops below 10%. The alarm generated was not an indication of malfunction. The most likely root cause of the reported event can be attributed to battery with a low capacity (9%) being connected to the controller. Per the instructions for use (IFU): the hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
A report was received that routine controller log file review revealed a "critical battery" alarm logged on (B)(6) 2016. The site was advised to remove the affected battery from service. The battery was subsequently replaced with no reported patient consequence. There was no evidence of power switching or loss of power to the system. The issue resolved with the replacement battery. No further information has been provided.